Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: user finds that the syringe is hard to manipulate. Piston is very rigid which makes it hard to pull or push products. Flanges are too small and tip is too short which leads to product leakage.

Manufacturer narrative:
An investigation of the reported condition was performed. A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. There was no photograph or samples returned for evaluation. Without a sample being returned, it was not possible to determine the root cause of the reported condition. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This complaint will be closed as unconfirmed at this time. If additional information is obtained, this file may be re-opened for further investigation. If information is provided in the future, a supplemental report will be issued.